Manufacturer narrative:
Concomitant medical products: 8015; me1250; nonbd connector; 8110; 60ml bd syringe; therapy date (B)(6) 2018. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that a continuous infusion of ns at kvo was noted to be leaking between the nonbd connector and the tubing while on a patient in the cvicu. There was no patient harm.

Manufacturer narrative:
Correction: patient ID. The customer¿s report of a leak between the non-bd connector and the IV tubing was confirmed. No anomalies were observed on the set during visual inspection. Functional testing was performed: the set leaked at the engagement between the suspect set model 10014914, and the non-bd microclave. Closer inspection of the engagement identified a loose connection between the extension set and the microclave valve. After tightening the connection no leaks were observed at that engagement, or any other location throughout the set. The root cause of the customer¿s experience was a loose connection between the set and non-bd connector.

Event description:
It was reported that a continuous infusion of ns at kvo was noted to be leaking at the engagement between the non-bd connector and the tubing in the cvicu. There were other continuous infusions, however they were not identified by the customer. There were no additional details of the event provided. There was no patient harm.